Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the "pump continues to try to give the patient a bolus it has not requested." Customer's blood glucose was 220 mg/dl. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts confirmed "auto bolus being attempted to deliver approximately every 5 minutes." Reportedly, customer reverted to manual injections for insulin therapy.